Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary the received x-rays were reviewed. It can be confirmed there were first screws broken (captured under complaint (B)(4)) and that the plate then broke after the re-fixation with screw and wires. Product was not returned and no lot number was provided, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information or material is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the 3.5mm philos - proximal humeral plate was discovered broken. The issue was found via an x-ray. Initially, the reported device was implanted last (B)(6) 2020. It is unknown if there was a patient consequence. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown), unknown wires (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report involves one (1) 3.5mm ti lcp® proximal humerus plate-standard 3h shaft/90mm. This is report 1 of 1 for (B)(4). Related product complaint: (B)(4).